Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(4) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4304 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Event description:
There was no suspected association between the patient death reported in this incident and the discrepant glucose results generated by the architect c8000 analyzer. The customer states that an (B)(6) female patient was brought into the emergency room unresponsive. Blood samples taken and analyzed for glucose generated results of greater than 500 mg/dl on a non-abbott point of care (poc) analyzer and a result of 642 mg/dl on an architect c16000 analyzer. The patient was admitted and started on an insulin drip and an intravenous delivery of levofloxacin (250 mg in 5% dextrose). Approximately six hours later, another blood sample was taken for glucose that generated a poc value of 315 mg/dl and an architect value of 780 mg/dl. The hospital uses a normal reference value for a fasting glucose of less than 100 mg/dl. Approximately three hours and twenty minutes later, another sample taken for glucose generated a poc value of 156 mg/dl and an architect value of 1411 mg/dl. All architect glucose values were verified on both architect c16000 analyzers in the lab and controls were within specifications on all runs. The patient died the following day with cause of death listed as diabetic acidosis and urosepsis.

Event description:
During a call to baxter technical services on (B)(6) 2010, the patient stated that she was being treated in the hospital. Additional information from a dialysis nurse obtained (B)(6) 2010 by global pharmacovigilance revealed that the patient began peritoneal dialysis (pd) therapy on (B)(6) 2009 with pd2 ambuflex and ultrabag. On an unreported date in (B)(6) 2010 the patient complained of abdominal pain. On (B)(6) 2010 peritoneal effluent was obtained for culture, and the patient was treated prophylactically with vancomycin(dose and frequency not reported). The nurse stated that the patient was instructed to take the vancomycin over a 10 day period, but the mother gave the patient the entire amount at one time. No adverse reaction was reported. On (B)(6) 2010 the patient was hospitalized due to ongoing abdominal pain. Peritoneal effluent was again obtained. No treatment was administered at that time. On (B)(6) 2010 a peritoneal culture was again obtained the patient was discharged. At the time of this report, the peritonitis had resolved and the patient continued the same pd therapy. The nurse stated the patient has been known to play with her pd catheter, and that the patient and mother have a history of noncompliance. The nurse stated causality was most likely touch contamination and that they have been retrained. The baxter solutions and products were not suspect.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device logs revealed a drain volume meeting increased intraperitoneal volumes (iipv) criteria; the user drained 4304 ml on (B)(6) 2010 in cycle 3. During evaluation, the device was found to meet electrical performance specifications but was determined not to meet the functional performance specification due to the inoperative (contamination) digital pcb assembly. The homechoice machine was working to specifications while in the customer's possession. No issues were identified that may have contributed to the issues of iipv. The assignable cause of the iipv identified via device log review was determined to be insufficient drain due to a use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).